Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines"), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, migraine, nausea and weight increased outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menstrual disorder, migraine, nausea and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received. Reporters were added, events abnormal bleeding, migraines, nausea, weight gain were added. Surgery to remove the essure was added. Essure removal date added and insertion date updated. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device /migration of the device") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 740654) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome, post-traumatic stress disorder, depressive disorder, constipation, varicose veins pelvic, ovarian pain, rash, mood swings, pelvic congestion syndrome and paratubal cyst. Previously administered products included for contraception: depo-provera; for an unreported indication: low-ogestrel. Concurrent conditions included bipolar disorder, irritable bowel syndrome and borderline personality disorder. Concomitant products included bupropion, dicycloverine hydrochloride (dicyclomine hcl), fluticasone, hydroxyzine and omeprazole. In 2010, the patient experienced migraine ("migraines"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and headache ("migraines / headaches"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("nfection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and vomiting ("other injury(ies) or complication (s) please describe: vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, migraine, weight increased, urinary tract infection, depression, anxiety, fatigue, vomiting and pelvic discomfort outcome was unknown and the nausea, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic discomfort, urinary tract infection, vomiting and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: 2 coils on the left and 8 coils on the right inside the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: bilateral fallopian tubes: two fallopian tubes including fimbriated ends identified with wolffian duct remnant identified adjacent to one fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraines,anxiety, depression, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2019: quality safety evaluation of ptc-product technical complaint. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device /migration of the device") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera; for an unreported indication: low-ogestrel. Concurrent conditions included bipolar disorder, irritable bowel syndrome and borderline personality disorder. Concomitant products included bupropion, dicycloverine hydrochloride (dicyclomine hcl), fluticasone, hydroxyzine and omeprazole. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and headache ("migraines / headaches"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and vomiting ("other injury(ies) or complication (s) please describe: vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, migraine, weight increased, urinary tract infection, depression, anxiety, fatigue, vomiting and pelvic discomfort outcome was unknown and the nausea, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic discomfort, urinary tract infection, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Lot number was added. Reporter's information was added. Added event urinary track infection, depression, anxiety, headaches, fatigue, vomiting, abdominal pain, discomfort. Patient's demographics was added. Updated outcome of events. Updated onset date of events. Historical drug, concomitant drug, historical condition, concomitant condition were added. Lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.